Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 33.4cm. An external insulation abrasion breaching the outer tubing and exposing the outer coil consistent with friction to another device or feature of the heart was noted at 4.4cm ¿ 4.6cm and 5.5cm ¿ 7.7cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.